Manufacturer narrative:
(B)(4).should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis. When the registered nurse (rn) came to set up the cycler, the bags were all full. The rn found the system error 2240 in the alarm log. The cause of the system error was unknown. The technical service representative reviewed the possible causes of the alarm and reviewed proper procedures with the rn. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.